Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had reset after the patient received radiation therapy for cancer. This altered the vf detection zone leading to multiple device shocks when the patient exercised. The device was reprogrammed. The device was checked again after the completion of the radiation therapy and device function was normal. The patient condition remained unchanged as a result of the shocks except experiencing pain from the shocks.

Event description:
New information received states the device was in software reset after the patient was exposed to radiation therapy. A device reset was successfully performed and the patient will continue to be monitored.